Event description:
It was reported that the patient's left ventricular (lv) lead exhibited diaphragmatic stimulation. The output of the lead was reprogrammed and the lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).